Event description:
It was reported that a cartridge alarm 31 occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 106 mg/dl. Customer reverted to manual injections for insulin therapy.